Manufacturer narrative:
In good faith effort (gfe) responses from the customer received on 06sep2023 and 07sep2023, it was stated that the issue was resolved without ordering or replacing parts. The device was stated to have tested good after the reported issue and the device was returned to service. The customer stated they had not heard of any further issues since the reported event, and that, if the issue returns, they will order/replace the recommended 3rd and 4th solenoids. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor autozero failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the proximal pressure was not measured and pressure related alarms were compromised due to this. The rse performed troubleshooting with the customer and verified that no flow sensor replacement was performed on the device. The rse informed the customer that if the data acquisition (da) printed circuit board assembly (pcba) was seated properly, then it was the recommendation of the manufacturer to replace the 3rd and 4th solenoids. The customer was provided with the part number and pricing for the replacement solenoids. Investigation is ongoing.